Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device's image hard disk drive was full, preventing imaging. Upon functional testing, the fse checked the logs and found that image disk2 was not accessible, observed that the drive light was not on even after swapping the drives. Upon further troubleshooting, the fse found that the memory slots of the ip-pc were failing and unable to store the images along with the failures in hard disks. The part analysis of defective ip pc was performed, which determined issue with the hdd bay. To resolve the issue, the fse replaced the ippc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image hard disk drive was full, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.